Event description:
A 49 year old male admitted to hosp through ER with c/o chest pain on 05/15/99. On 05/17/99 pt had coronary arteriogram which showed significant coronary artery stenosis. It was recommended pt have percutaneous transluminal coronary angioplasty. On 05/18/99 pt was taken to cardiac cath lab for ptca and percutaneous rotational coronary angioplasty with the rotablator. In the course of the procedure, the md noted that the roto-wire had broken and the fragment had become dislodged. Several attempts were made to retrieve the fragment but to no avail. The case was stopped, the pt remained alert and oriented but became hypotensive. He was taken to critical care unit where he went into cardiac arrest. He was resuscitated and taken to or for repair of laceration to the left ventricle and relief of cardiac tamponade but eventually expired on 05/18/99. The package for the roto-wire was discarded but staff feels certain this is the correct lot and catalog number for the device.